Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the during follow up, the programmer shut down suddenly. Re-boot was tried many times but still failed. The programmer merge pdf (portable document format) files had showed overheat. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the hard drive was reconfigured and reloaded and software was updated as a preventive measure. It was also noted that one hinge cover was broken, one power cord bay door latch tab was broken off, the electrocardiogram (ECG) connector was loose, one hinge plate screw was missing and the media bay door latch was broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.